Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear from use, with bone trephined out. The implant is fractured at the collar. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant fractured and had to be removed from tooth site 12.